Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had high blood glucose and changed her set. Customer stated that the reservoir was leaking. Customer stated that her blood glucose was 573 mg/dl. Customer took out the reservoir again and it felt wet inside. Customer stated that there was insulin in there yesterday. Customer has completed troubleshooting for high blood glucose. Customer stated that her doctor and her programmed the pump together and went over it again over the phone. Customer stated that her blood glucose did come down. Customer was sent a replacement pump due to a compromised force sensor system alarm. Customer had high blood glucose of 576 mg/dl and her blood glucose at the time of the incident was 318 mg/dl. Customer removed the reservoir from her pump and stated that it was used. Customer discarded the reservoir and does not have the material information with her during the call.